Event description:
It was reported that 6 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter : the patient states that they have often experienced products in which drug does not come out after attaching the pen needle straight to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: six open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559.visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all six samples. Due to the condition the samples were returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. Based on the investigation it was determined that no corrective action is required at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 6 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter: the patient states that they have often experienced products in which drug does not come out after attaching the pen needle straight to the pen.